Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 1005842 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 1005842 was manufactured according to specifications and met performance requirements. Customer complained about many n1 and some n2 positive samples with bd max sars-cov-2 reagents kit, not repeating positive when retested on another bd max¿ instrument or with the cepheid xpert xpress assay. Customer provided two databases from instruments ct1969 and ct2136 for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Databases analyses show that the initial test of positive samples (n1 or n2) identified by the customer were performed on bd max instrument ct1969. Those samples were either retested on another bd max¿ instrument (ct2136) or with the cepheid xpert xpress assay and were negative upon repeat. Manual pcr curve adjudication was conducted across these samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of pcr curves in the initial tests show late and low but true amplification for n1 or n2 targets without anomaly, indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. No anomaly was observed in the repeat tests. Moreover, at this customer site, extensive environmental monitoring was performed on 2021-03-05 and multiple n1 and n2 positive sites were found. Based on the data and information provided, environmental contamination is the most likely cause of the customer¿s positive results. No product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1005842. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed using cepheid test and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua # : (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed using cepheid test and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).